Event description:
I have been using the amo complete moisture contact solution. I have been to an ophthalmologist 3 times in the last 2 months. I have been diagnosed with 2 different eye infections. Have missed numerous hrs of work, have incurred expenses. I had to purchase eye glasses, new contacts, different contact solution and 2 different ophthalmologic eye drops. Dose: fill contact case. Frequency: daily. Route: po. Dates uf use: 2006 and in 2007. Diagnosis or reason for use: contact lens solution.